Event description:
A blood leak occurred at 3 hours after start of hemodialysis treatment. The dialyzer was at the 11th reuse. Blood loss volume was around 300cc, since the blood was not returned to the pt. The pt was well and no medical treatment was given to the pt.